Event description:
Hospital reporter was advised by or staff of an instrument that broke during a scheduled screw removal (ankle surgery). Two of the tabs broke off the screw removal tool in the screw removal set. The two tabs were retrieved and discarded, and another instrument was used to complete the procedure. No fragments remained in the patient. No reported patient harm, patient status was good following the surgery. There was no delay in the surgery due to the event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by pd engineer. The report states that one 2.4mm cruciform screwdriver shaft (part #03.900.022 lot #8155004) was returned for complaint category ¿broke during insertion/removal.¿ this instrument is part of the screw removal set and is designed to remove 2.4mm screws with a cruciform recess. The device was returned with two adjacent blades of the cruciform tip broken. The two intact cruciform blades also appear to have been slightly bent. There were minor surface finish marks at the coupling consistent with normal use. Product drawing (B)(4) was reviewed during the investigation. The screwdriver shaft was made from hardened and tempered 1.4028 stainless steel. This is adequate for the instrument¿s intended use as the hardening and tempering process increases the materials toughness allowing the instrument to plastically deform before fracturing. Based on the product drawing and (B)(4) a (design standards for cruciform recess for bone screws) the dimensions and tolerances on the screwdriver are also appropriate for its intended use. The material and dimensions of the screwdriver shaft are adequate for its intended use and therefore this complaint is invalid from the design perspective. The complaint condition may have resulted from the tip of the blade not being fully inserted into the screw or not inserted on the same axis as the screw. This would occur if the screw recess was not fully cleaned from ingrown scars and bone tissue. Review of the design found the material and dimensions to be appropriate. The screwdriver may have broke as a result of the driver not being fully inserted into the screw and therefore this complaint is invalid from the design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by manufacturing engineer. The report states that the device shows wear and tear allover. The screwdriver tip is partially broken off. The fragments are not available for investigation. The laser etching is readable. The device was produced and distributed in january 2003. The device shows wear and tear allover. The screwdriver tip is partially broken off. The fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications. The exactly root cause can not be determinate. We can only assume that the screwdriver was not inserted fully and aligned into the screw head recess. This situation could cause the breakage at the tip. Due the condition of the device we suppose, that the instruments works correctly when distributed. Therefore this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system. Placeholder.